Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient experienced postoperative breakage of an implanted tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ttfna fem nail ø12 le 130° l400 timo15 was found broken across the locking hole. The fracture surface area was evaluated and no material issue was identified. The fragments were not received. In addition, the overall appearance of the device was noted with signs of usage and wear which could have been a result of implantation and explantation procedure. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the tfna fem nail ø12 le 130° l400 timo15 was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l400 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: monument. Manufacturing date: 29-may-2020. Expiration date: 01-may-2030. Part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile. Lot number: 56p6806 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071311 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17949 supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 56p6806. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 53p7471. Lot quantity: (B)(4). One piece was scrapped in cell at op#50, final inspection, for dropped part. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 45p7076. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 22-apr-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree. Lot number: 34p5451. Lot quantity: (B)(4). One piece was scrapped in cell at op #60, laser etch, for an incorrect etch position. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, final inspection, ns073593 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 37p0485. Lot quantity: (B)(4). Detailed results report dated 14-jan-2020 met all inspection acceptance criteria. 04-aug-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 56p6806. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d6a, h6 (health effect - impact code & health effect - clinical code) h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ttfna fem nail ø12 le 130° l400 timo15 was found broken across the locking hole. The fracture surface area was evaluated and no material issue was identified. The fragments were not received. In addition, the overall appearance of the device was noted with signs of usage and wear which could have been a result of implantation and explantation procedure. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the tfna fem nail ø12 le 130° l400 timo15 was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l400 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> manufacturing location: monument manufacturing date: 29-may-2020 expiration date: 01-may-2030 part number: 04.037.261s, 12mm/130 deg ti cann tfna 400mm/left- sterile lot number: 56p6806 (sterile) component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 53p7471 part number: 04.037.912.4, wave spring, shim ended lot number: 45p7076 part number: 04.037.942.2, lock prong, 130 degree lot number: 34p5451 part number: 21127, timoagri16.00 lot number: 37p0485 lot quantity: 571 lbs. Detailed results report dated 14-jan-2020 met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 56p6806. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.